Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Device evaluation summary: the 802 bps battery pack assembly was returned for failure investigation. The battery label indicates the following: the battery pack manufacture date: march 2014 the battery pack assembly shelf life expiration date: march 2016. The event date: (B)(6) 2015. A visual inspection of the returned part shows no anomalies. The battery pack assembly terminal voltage measured at the connector was reading 12.1 v which is outside the expected range. Further investigation indicated that both battery cells were almost fully depleted and have been in this state since the event date: (B)(6) 2015. The unit was attached to the failure investigation (f.I) test ventilator and the ventilator powered up normally with no errors in the diagnostic logs. The battery pack could not be charged in the ventilator because it had become almost fully discharged and had been in that state for over two years. The battery pack could therefore not be recovered. Investigations indicate that the original fault was most likely caused by early life failure of one of the two battery cells in the pack. The investigation isolated the failure to the service life of the battery, but a cause was not identified. No corrective actions were taken since the event included in monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporting person said that battery has been in use for a short period (+ - 30 days) and does not retain charge. There was no patient involvement.